Manufacturer narrative:
Device was used for treatment, no diagnosis. The manufacturing evaluation results are as follows. The relevant dimension of the hole of the uhn cannot be measured due to its broken off condition. The examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-11. The visual inspection of the uhn nail shows that the part is broken at level of the second hole at the tip. Marks and scratches are present on the surface of the nail. Due to the damage incurred the dimensions of the hole could not be verified anymore. However, the dimension of the nail was checked and found to meet the specifications. The investigation found no manufacturing related non-conformances. The material of the uhn nail is in compliance with the international standards for implants made of titanium. The exact cause of failure could not be determined. A manufacturing or material related condition can be excluded. Corrected data: date of event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot number 5935508. Manufacturing location: (B)(4). Date of manufacture: jul 27, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review is requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that a uhn nail (humeral nailing system) was broken in one of the distal blockades, during placing. Unknown if a delay of the surgery occurred. This report is for one (1) unknown nail. This is report 1 of 1 for com-(B)(4).